Event description:
It was reported one hundred and forty times that while using a bd neoflon¿ pro IV cannula, the catheter tip was damaged. The following information was provided by the initial reporter: insertion challenges with neoflon pro with 26 g during advancement of catheter tip getting damaged.

Manufacturer narrative:
Initial reporter address: (B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported one hundred and forty times that while using a bd neoflon¿ pro IV cannula, the catheter tip was damaged. The following information was provided by the initial reporter: insertion challenges with neoflon pro with 26 g during advancement of catheter tip getting damaged.

Manufacturer narrative:
H.6. Investigation summary: one photo was received by our quality team for evaluation. The returned photo shows a top web of batch 1324114. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined. H3 other text : see h.10.